Event description:
It was reported that the patient had dizziness similar to before they received their device. It was also reported that the right ventricular (rv) lead had a rise in capture threshold and a loss of capture. The (rv) lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Visual analysis indicated that there was apparent explant damage.